Event description:
It was reported via a post-market clinical follow-up (pmcf) survey, the diego elite was used for soft tissue shaving of the head and neck. The device adequately drilled the soft tissue. A mucosal injury occurred within 2 to 7 days post procedure that required a re-hospitalization. The patient made a partial recovery to baseline. There were no known co-morbidities that may have attributed to the mucosal injury.

Manufacturer narrative:
The device is not being returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.